Event description:
The orthopedic foot and ankle specialist physician performed an arthrodesis in 2006, using the kalix set. When he tried using the internal screwdriver (product ID #119-840), it would not function properly. The physician noted that the distal end of the device appears to have sheared off. The screwdriver could not seat properly within the implant and allow the surgeon to expand the arthrodesis. The physician tried to get it to work by removing the external screwdriver so that he would have easier access to the implant and visual identification. This attempt forced the metallic part of the implant all the way through the implant. The physician was able to remove all pieces of the 11mm implant (product ID #140-011). The physician then tried to salvage the procedure by using a free-ER, and the unscrewer from the kalix set. The physician used a new 11mm implant to complete the surgery. The revision worked and the physician was satisfied with the end result that he achieved. The kalix set is available for return and evaluation.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.